Event description:
The manufacturer received information alleging a ventilator was displaying an "service required" alarm. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a device displaying a "service required" alarm. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. Error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues.